Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip is in its place, and is not detached, no signs of activation. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging. Active tip looks in a used condition with tissue debris visible in the peripheral suction area. Cable, plug and shaft look in good condition. Electrical test: all parameters were passed. Functional test: the device passed the full test. The active tip was further investigated for attachment and found to be firmly attached. Manufacturer summary: from our investigation we were unable to confirm the customer reported issue that the metal plate at the probe tip had fallen off. The device tip was found to be in place and appeared as expected with no structural abnormality with the electrode detected. It should be noted that the electrode shows signs of use which contradicts the reported event information that the electrode was not used. Testing at gyrus medical shows the returned device passed both electrical and functional testing and activation remained consistent and as expected. The complaint device was found to meet the manufacturers specification; therefore no further investigation is possible regarding the returned complaint device. The root cause of the customer reported problem could not be determined. DHR review has been performed for lot u2202058; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in japan that preoperatively to an arthroscopic rotator cuff repair procedure on (B)(6) 2023, it was observed that the metal plate on the tip of the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device had fallen off upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.